Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead and the right ventricular lead were capped and replaced due to noise and high capture threshold during a normal device change out procedure. No further information is available at this time.